Event description:
According to the reporter, during a bravo procedure, the capsule failed to attach. During the procedure there was no harm to the patient or the user but a repeat bravo procedure had to be performed. No intervention was performed to correct harm done to the patient. There was nothing unusual about the patient or the procedure that lead to the failure to attach. Before the procedure, the patient was given and endoscopy and the esophagus appeared normal.